Event description:
Plunger holder/track ii's were received for periodic maintenance. During in-house testing, the hex value was not greater than c0, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.